Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead of the newly implanted pacemaker system triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 3,000 ohms. Additionally, this pacemaker system stored non-sustained ventricular tachycardia (nsvt) episodes with oversensed noise and no pacing inhibition. The patient's intrinsic conduction throughout the observed noise. Normal impedance variance was observed post-implant, prior to the lss. It was suspected there was a lead to device header connection issue. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.